Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results from coaguchek xs meter serial number (B)(4). The customer stated that at approximately 11:30 am, the result from the meter was 2.7 inr. The customer stated that at approximately 11:32 am, the result from a different finger was 2.7 inr. Based on review of the meter memory the result of 2.7 inr was obtained at 11:00 am on (B)(6) 2018. The customer stated that at approximately 11:34 am, the result from the same finger was 2.0 inr. The customer stated that at 11:36 am, the result from the same finger was 1.9 inr. The customer only believed the 2.7 inr was correct and she reported that to the physician. There was no allegation of an adverse event. The meter had not been cleaned before. There were no hematocrit issues, no antiphospholipid antibodies, and no change in diet. The customer was taking warfarin for inr only and the dose had changed. The customer was taking antibiotics for an infection. The customer¿s normal therapeutic range was unknown. The customer did not remember seeing the qc checkmark. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.7 inr,  donor #2 inr: 4.2 inr.  Donor #1 hct: 41%,  donor #2 hct: 40%.  Testing results:  donor #1: retention meter and master lot: 2.8 inr,  donor #1: customer meter and strip: 2.8 inr.  Donor #2: retention meter and master lot: 4.2 inr, donor #2: customer meter and strip: 4.2 inr.   All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.  Based on analysis of the returned meter memory the alleged result of 2.7 inr on 26-jan-2018 could not be confirmed. Patient results of 1.9 and 2.0 on 26-jan-2018 were observed. The investigation was unable to find a definitive root cause.